Event description:
In 2008, it was reported to boston scientific corporation that a prolieve thermodilitation kit was used during a benign prostatic hyperplasia (bph) procedure one day prior. According to the complainant, during preparation, the anchoring balloon leaked. Another prolieve thermodilitation kit was used to complete the procedure. No patient complications were reported as a result of this event. The patient's condition was reported as "ok."

Manufacturer narrative:
The lot number of the prolieve thermodilation kit is not known; therefore, the device manufacture date and expiration date cannot be determined. However, lot number 607204, provided by complaint represents the prolieve catheter contained in the prolieve thermodilation kit. The complainant indicated that the device was disposed of, and will not be returned for evaluation; therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.